Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err 069. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and will boot receiver and it passed. Downloaded receiver log and observed err68, err69, and err121 in the log. The customer complaint of a error icon displayed was confirmed, because multiple firmware errors were found in the receiver log and call tech support alarm was observed on the receiver display. The root cause could not be determined.